Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav and the deflection became stuck. It was also reported that the decanav catheter would not advance up the vessel. Caller stated they tried using two different catheters and they were able to insert both with no issues. When the caller removed the deca nav catheter, they discovered the deflection was stuck in one direction. The catheter was carefully and slowly advanced under flouro guidance and withdrawn multiple times until it released and then it was carefully withdrawn from the body. No other physical damage observed on the catheter. 7 fr sheath of an unknown brand was used.

Manufacturer narrative:
On 21-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav and the deflection became stuck. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed that the shaft was bent. A deflection test was performed, and it was observed that the curve was deflecting partially due to the bent shaft. The deflection mechanism was not stuck. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The shaft bent could be related to the deflection issue reported by the customer, the complaint was confirmed. The potential cause of the shaft bent could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following information rotate the steering knobs. The instructions for use (IFU) contain the following information: confirm that the thumb knob is pulled back completely before insertion (catheter in straight position); adjust the radius of curvature as necessary by manipulating the thumb knob. Pushing the thumb knob forward causes the catheter tip to bend (curve); when the knob is pulled back, the tip straightens. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).